Manufacturer narrative:
Continuation of d10: product ID afapro28 (37528); product type: arctic front catheter product ID 2ach20 (8812882); product type: achieve catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the transseptal puncture and isolation of all four pulmonary veins were successful. At the end of the case another manufacturer's catheter was inserted left atrium. It was observed that the left atrial appendage (laa) was punctured. The patient developed low blood pressure, sinus tachycardia and cardiac tamponade. Pericardiocentesis was performed immediately, and the extra fluid was taken from the pericardial. The case was completed with cryo. No further patient complications have been reported as a result of this event.